Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient reported not feeling well and felt dehydrated. The patient¿s cgm was reading 371 mg/dl and the bg meter was reading 267 mg/dl. The patient asked his mother to take him to the emergency room (ER). The patient was treated with unspecified IV fluids. The patient was discharged home approximately 3 hours later. The patient was in good condition at the time of report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.